Event description:
Nellcor puritan bennett received a call from a representative on 12/03/1999. Representative called to report the following problem: all led's on with constant single tone alarm and no volume delivered. No pt harm.